Event description:
A report was received that a pt was going to be explanted due to an infection at the lead mid-line site. The pt's symptoms included high temperature, redness and swelling on the pt's back. The physician explanted the devices and the pt was responding well to antibiotics.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the device involved found that no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.